Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed preventative maintenance (pm) in which multiple parts were replaced. A system check, access accutni+3 calibration and access accutni+3 quality controls (qcs) were run after the pm, all results were within instrument specifications. In conclusion, although a specific hardware component cannot be identified with the available information, there is sufficient evidence to reasonably suggest a hardware malfunction as one or more of the replaced parts resolved the issue.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Initial results on this instrument were above the normal reference range of the assay. Repeat results of the same patient's sample, on the customer's alternate access 2 immunoassay instrument and istat (information on these instruments was not provided) were within the normal reference range of the assay. The initial elevated access accutni+3 results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The sample was collected in a lithium heparin tube and it was spun at 4,000 revolutions per minute (rpm) for five (5) minutes. Customer reported no visible issues with the integrity of the sample. The customer also reported failed access accutni+3 calibrations, out of specification access accutni+3 quality control (qc) results and a failed system check. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.